Manufacturer narrative:
Investigation was still going on as this MDR was prepared. Terumo will submit a follow-up upon receipt of add'l info.

Event description:
On (B) (6), 2009, terumo (B) (4) was informed by a user facility ((B) (6)), that there was higher than anticipated pressure at the blood inlet port of the oxygenator resulting in tubing disconnect during bypass. As a result of this event, the oxygenator was replaced and the procedure was completed without injury or harm to the pt.